Event description:
A customer reported that during irrigation and aspiration (I/a) mode of a cataract extraction with intraocular lens implant procedure, the pt sustained a posterior capsule tear (pc tear). The case was completed. Add'l info has been requested but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).